Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-mar-2023. Investigation summary: one sample and photos received by our quality team for investigation. Upon visual evaluation, foreign matter on the plunger of the syringe can be observed. Foreign matter is identified as grease. A device history review was performed for the reported lot 2212074, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause of the alleged defect is related with molding process. This defect appeared due to the injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until the material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning program.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the syringe has brown stains visible to the naked eye on the plunger, the base of the stopper and the plunger rod.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the syringe has brown stains visible to the naked eye on the plunger, the base of the stopper and the plunger rod.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.